Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was undetermined natural causes. The caller stated that the customer had hypertension that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer had issues with the pump and was on and off the pump. The customer was working with an educator due to the multiple issues, but passed before meeting with the educator. The caller is unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Frn- model unknown ¿ reservoir. The next of kin called and stated that the pump was releasing too much insulin and had a cannula issue.

Event description:
Frn- model unknown ¿ reservoir. The next of kin called and stated that the pump was releasing too much insulin and had a cannula issue.